Event description:
Technician found the hi/low drift while he was performing preventive maintenance and there were no reported injuries.

Manufacturer narrative:
Technician cleaned and degreased the hi/low brake and this resolved the hi/low drift. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.